Event description:
It was reported that the right ventricular lead exhibited an insulation anomaly which was noted during a routine device change out of the pulse generator. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
(B)(4).